Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, with current sensitivity fixed at 0.75 millivolts (mv). Boston scientific technical services (ts) then explained nominal setting is 0.75 mv. Furthermore, health care professional (hcp) will try to optimize programming to address undersensing. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.